Manufacturer narrative:
Additional information: b5- per the final complaint questionnaire received on (B)(6) 2021 the exchange for a shorter length lens resolved the problem of excessive vaulting and "patient is happy". Claim# (B)(4).

Manufacturer narrative:
(B)(6). This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot.

Event description:
The reporter indicated that a 13.2mm ,vicm5_13.2, -9.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on(B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. Cause of event was reported to be unknown. If additional information is received a supplemental medwatch report will be submitted.